Event description:
The customer contacted the customer care solution center and alleged that the values of the monitoring/trending displayed on the central alarm list were not consistent with those of the bedside monitors (heart rate/oxygen/pulse) during the same time and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.

Event description:
The customer contacted the customer care solution center and alleged that the values of the monitoring/ trending displayed on the central alarm list were not consistent with those of the bedside monitors (heart rate/ oxygen/ pulse) during the same time and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.